Manufacturer narrative:
The reported three burs were returned to conmed for evaluation. All three burs were broken at the etch safe line and the bur heads were snapped off. A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. A two-year historical complaint review revealed 30 similar complaints involving 34 devices for this product family. (B)(4). A risk analysis was performed and found acceptable. The instructions for use advise the user of the following. -do not apply excessive loading on the shaver blade or bur. -cutting performance is not increased with force. -excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. This incident type will continue to be monitored within the complaint system to assure patient safety.

Event description:
A customer reported during a shoulder pre-op, three 00509123600 oval burs broke. An alternative bur was used in a micropower plus drill on the patient and the procedure was completed. No patient injury was reported. This reported is raised on the basis of a device malfunction with potential for injury with recurrence.